Manufacturer narrative:
The previous bleeds referenced in this section was reported under medwatch MFR. Report # 2916596-2016-01884. (B)(4). Approximate age of device ¿ 2 years and 10 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported (B)(6) 2018, that the patient was admitted into the hospital due to a recurrent gastrointestinal bleed. This is the 7th episode. The patient has been off anticoagulants and aspirin for over 1 year. The patient¿s lactate dehydrogenase level was 200 u/l-300¿s u/l and plasma free hemoglobin was within normal limits. The patient also had intermittent elevated powers and flows. The patient has never had decompensated heart failure and is still not presenting as such. The echocardiogram on (B)(6) 2018 revealed that the aortic valve was open with each beat but the left ventricle appropriately decreased in size. The submitted log file was reviewed by the manufacturer¿s technical services representative and showed unsustained elevations in power and flow. On (B)(6) 2018, another log file was reviewed and it was observed that an elevation in power and flow was observed. The power and flow was returning to baseline after that. The pump parameters and values were within normal limits.